Event description:
Reporter alleged blood glucose device read 986 mmol and customer attempted to contact the MFR, however, unsuccessful for several weeks. It was stated during one of the contact attempts customer attempted to use the meter and a result displayed of 986 mg/dl. Customer stated being unsure if the result was stored in the meter memory. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.